Event description:
A medwatch was sent to us via cdrh which states: "this pt had a cardiac catheterization on (date blacked out). (Pt name blacked out) was admitted to the hosp on (date blacked out) with sepsis and pseudoaneurysm of the right groin. (Doctor's name blacked out) asked the nurses to fill out this report because a perclose device was used for the cath. The pt had debridement of the right femoral pseudoaneurysm on an unspecified date and the culture reported mrsa." No other info was available.